Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula inserted into the skin, but the pink slide did not move forward; this indicates a needle mechanism failure. The patient reported their blood glucose levels were high while wearing the pod between 4 and 24 hours but did not specify a blood glucose range. As treatment, a new pod was placed. The pod involved during this event was reportedly discarded.